Event description:
It was reported that the patient's implantable cardiac monitor (icm) was explanted due to discomfort at the pocket site. The icm was not replaced. There were no patient consequences.